Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a failure of the insert, due to "clunk" noise coming from the knee. Update 5-1-2017: medical records have been reviewed. Primary operative note (B)(6) 2010 indicates the patient received a right pfc total knee replacement. No complications noted by the surgeon. Clinical notes (B)(6) 2017 indicate the patient was being seen for instability, pain, swelling and clunking of the right total knee replacement. It can be gathered that the reported "clunk" is more of a sensation than a noise. Revision operative notes (B)(6) 2017 indicate during the surgery the surgeon noted severe posterior polyethylene wear, no evidence of infection, components were well fixed. There was also natural patella baja with chondral damage. The revision was completed without any complication noted by the surgeon. Reportability has been updated. Updated 8-16-2017.

Manufacturer narrative:
The device associated with this report was not returned for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.